Event description:
It was reported that during a routine follow-up visit, this pacemaker was found to be depleting faster than expected. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned for analysis. No additional adverse patient effects were reported.